Event description:
Pt reported the infusion device did not properly display an e4 occlusion error when the infusion set had a blockage on (B)(6) 2011. This resulted in elevated blood glucose of "hi", shortness of breath, nausea, increased thirst, headaches, and ketosis. Pt called an ambulance at approx 9:30 a.m., and the ambulance arrived at 9:45 a.m. Pt was admitted to the hosp at 10:00 a.m and was still hospitalized at the time of the report. Physician attempted to flush the infusion line, but no liquid came out of the infusion set and no error occurred on the infusion device. After being admitted, pt was given an insulin infusion. Blood glucose had improved by the time of the report but was still elevated, and pt was administering 12 units of insulin 3 times a day and being monitored by the physician. Infusion set and infusion device were replaced and requested for eval. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.